Manufacturer narrative:
Investigation in process but not yet completed.

Event description:
When opening the blister pack, they noticed 2 black particles and one tan colored particle inside the sterile packaging.